Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete. Patient information was requested and the customer has not call back.

Event description:
The customer reported that the ventilator alarmed with blower temperature high occurrence. The customer reported that the unit was in use on patient, but that there was no patient harm.

Manufacturer narrative:
(B)(4). The customer evaluated the device.